Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's g5 transmitter would not pair with their smart device. The patient was not using their receiver at the time. Patient attempted pairing the receiver and this was unsuccessful. No additional event or patient information is available.